Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not been returned to the manufacturer. Therefore, a product analysis could not be performed. The root cause is unknown. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during advancement within a guiding catheter, an embolization coil encountered high resistance. When attempting to withdraw the coil, the coil detached in the catheter. The coil was removed with the catheter. There was no reported intervention or patient injury.